Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 400 mg/dl and also 377 mg/dl. The customer treated via manual insulin injection. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.